Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a wrist arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to a screw backing out. The screw was removed from the patient.

Event description:
It was reported patient underwent a wrist arthroplasty on an unknown date. Subsequently, it is reported a screw has backed out. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided: date of event - unknown; product identification and expiration date - unknown; date implanted - unknown; manufacture date ¿ unknown.